Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose value was 115 mg/dl. The customer also reported that they already disconnected the transmitter several times with the light connecting green, placed on charger to makes sure fully charged to include changing of batteries to charge and also sensor signal not found. The insulin pump will not be returned for analysis.